Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that during a routine follow up appointment the right ventricular (rv) lead shock impedance was noted to be greater than 200 ohms. The shocking vector was reprogrammed and high shock impedance measurements continued but were lower at 185 ohms. It was noted that the shock impedance has risen gradually over the last year. There is a concern over possible fracture. The field representative suggested to view the rv lead under fluoroscopy and perform shock testing to assess effectiveness of lead. At this time, it is unknown if the clinic performed any further follow up. Attempts to obtain further information are being made. No additional information is available. If additional information becomes available the report will be updated at that time. The rv lead remains in service and no adverse effects were reported.